Event description:
This is a report of fatal peritonitis and fatal sepsis. On an unreported date, the patient began peritoneal dialysis (pd) treatment. At the time of this report, it was not reported whether pd therapy was ongoing until the time of death. The patient was admitted to the hospital for peritonitis. Thereafter, the patient experienced sepsis and died in the intensive care unit. Remedial treatment was not reported. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up medwatch will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported event is unknown. A follow-up medwatch will be sent if additional information becomes available.